Event description:
It was reported that a malfunction alarm occurred on the pump. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took no action at the time of the call to address the elevated bg level and opted to address the issue with technical support. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.